Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a low blood glucose (bg) level (value not provided) resulting in a seizure. Reportedly, customer delivered too much insulin for the amount of carbohydrates consumed. Bg was treated with glucagon and intravenous fluids. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.